Event description:
During a treatment procedure to place a greenfield 12 fr ss vena cava filter, the filter did not fully deploy. A second filter as placed without difficulty.

Event description:
Requests for additional information regarding this complaint were unsuccessful.